Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were removed due to venous occlusion. The patient is to be re-stented and receive a new system at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The interior rv (right ventricular) defibrillation cable was extrinsically cut. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.